Event description:
It has been reported to philips that the system could not be started. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use when the issue was identified, the customer was performing planned treatment which was completed by moving the patient to another room. A philips field service engineer (fse) examined the system onsite and confirmed that the system could not be started. Review of the log files showed communication error: configured ui module is not detected. Upon troubleshooting, the fse found problems with the connection cable to the xper module, control module and pdu dc module. To resolve the issue, fse replaced the connection cable to the xper module, control module and pdu dc module. A shortcut in the control module effects the pdu dc module as well. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.